Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
18 ga IV caths are not working correctly. The button to pull back the needle is faulty. Patient impact- none that I am aware of. Customer response on (B)(6) 2025: when you pressed the button, did the needle fully retract? No. Did the needle retract slower than normal? Sometimes. Did the needle start retracting and then stop, leaving the needle exposed? Sometimes. Did the needle not move at all after pressing the button? No it moved but very slow or only a small amount. Did the button depress? Yes.